Event description:
During the investigation of monitor (B)(4) for an unrelated complaint, a reportable product problem was discovered. The monitor was found to have a bent connector pin. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The monitor's battery connector pin 6 was bent, preventing the batteries from being plugged into the monitor. The cause for the bent battery pins was not positively identified but was likely due to a misalignment problem when the pt inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.